Manufacturer narrative:
The event is unlikely related to a malfunction of the bed itself as the inspection ruled out a malfunction, as well as the customer confirmed that there was no allegation of a device malfunction. The versacare bed system is intended to provide patient support suited to be used in healthcare environments. The versacare bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. The instructions for use states: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. When the bed exit is armed and the bed detects an alarm condition for the set bed exit mode, an audible alarm comes on (and continues until silenced), and the indicators of the applicable bed exit mode flash, and a priority nurse call is sent to the nurses station for beds that are connected to a nurse call system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 1, 2025. It is unknown if the facility performed any other preventative maintenance on this bed.

Event description:
It was reported that a patient exited a versacare bed and subsequently fell, sustaining a fractured hip. The customer confirmed that there was no allegation of a device malfunction and that the inspection request was made in accordance with the facility¿s post-event protocol. The inspection found the bed and all associated components to be functioning as designed, with no evidence of a device malfunction. Specific treatment information was not provided. The exact cause of the fall remains undetermined. Potential user error factors can not be excluded. No further information was available at the time of this report.